Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the situation has resolved. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient was seeing an out of regulation (oor) error message on program 2 and was not feeling stimulation. An impedance check was performed and values for contacts 10, 11 and 12 were in the 19,000-40,000 ohms range. The manufacturer representative mentioned that they were moving so they did not capture which combination matched its corresponding values. The manufacturer representative reported that an electrode combination of 12, 13, and 14 had values in the 500 ohm range. The manufacturer representative stated that they were able to reprogram the new contacts. Afterwards, the patient was feeling stimulation and the manufacturer representative was not seeing the oor error message. It was noted that the issue was resolved. No further complications were reported or anticipated. Indication for use is spinal pain.